Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported that on (B)(6) 2020 pt stumbled and it took her 10 steps to regain her balance. The patient stated since then her device does not seem to be working as well. Pt stated that with groups a and b she is feeling stimulation in her ribs and trunk instead of her legs and back. Pt stated group c is for the right leg and she can feel stim there but she has to use higher stimulation in order to feel it since the event. The patient was redirected to their healthcare provider to further address the issue.